Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer found quality controls (qc) results were high out of range. The customer replaced and aligned the sample probe and reagent probe 2 and then performed recalibration. The customer ran qc, which were within range. The customer then performed a patient look back, and discovered the erroneous result for the sample in question. The customer ran precision testing, which passed. "As per dimension exl with lm system operators guide, high 'a' error (hig 'a' err) : the absorbance at the measurement wavelength was higher than the limit set in the system software for that method. The operator should manually dilute the sample and rerun the test. The operator should make the smallest dilution possible to bring the result down into the assay range." The customer reporting the result with this error message before performing the dilution and repeat test is a user error. The cause of the discordant falsely depressed hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result, flagged with "high a" error, was obtained on a female patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was diluted and repeated on the same instrument, resulting higher without "high a" error and similar to a previously obtained result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.